Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer changed the infusion set supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, it was reported that an altitude alarm and a cartridge alarm (alarm 01) occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer could not troubleshoot with tandem technical support. Customer's blood glucose ranged from 237-382 mg/dl.